Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery became hot to touch. Reportedly, the pump was charging at the time of the report. Additionally, it was reported that the customer received multiple temperature alarms. The contact stated the alarms were able to be cleared and the pump successfully resumed insulin delivery. The contact reported blood glucose levels between 150 to 200 mg/dl.